Event description:
Reporter alleged obtaining a discrepant blood glucose result of 66 mg/dl back to back with a result of 324 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he does not always put the cap back on the vial of strips. No actions were reported taked or treatment received. No adverse event reported. A request was made for the return of the affected product.